Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation by product analysis on 03/17/2014 with the following findings: a retained sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. Leak, force and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that for months, the pump had been alarming "not primed" and that it occurred again twice this morning. Reportedly, there were no related alarms in the alarm history and the cartridge cap had been tight. The reporter stated that the cartridge had been cycled 2-3 times, that the patient used room temperature insulin, and that there was no trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.